Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to blank display.

Event description:
The customer reported via phone call that they dropped the insulin pump in water recently but it was working ok since then. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they received no delivery alarm sometimes when trying to bolus and had to press the button again. The device will not be returned for analysis.